Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she experienced a low blood glucose of 21 mg/dl last night, and called the paramedics. After treatment, during the night, the customer's blood glucose elevated. The customer stated that her blood glucose is now 590 mg/dl, and wanted to know if the device was working properly. Troubleshooting did not reveal any damage to the drive support cap. The programming was correct. The insulin pump passed the prime test. Advised the customer to change the entire infusion set. Nothing further was reported.